Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had powered off when accessing the drawer. The field service engineer (fse) had returned and observed user attempting to pull medications, and the station would turn off during the process. When the fse accessed anything, the station would also turn off. All cables and connections were checked, and no nicks or cuts were found. A small whining noise was heard coming from the power supply. The power supply was replaced, and drawer 5 was tested in hardware test application, passing with no issues. Customer then pulled medications without any problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the power was turned off. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.